Event description:
Boston scientific received information that this device was explanted and returned for battery depletion. No field allegations or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds without declaring elective replacement indicator (eri). Rather, eol was reached pre-maturely without declaring eri due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.